Event description:
A pt experienced "air embolism type" symptoms during treatment on a 1550 hemodialysis machine. Three hours into the treatment the pt experienced chest pain, cough, and nausea. At the same time, microbubbles were observed in the venous bloodlines going to the pt. The source of the air in the venous bloodline was not determined, but reportedly there was a "fistula connection issue" that was allowing some air in at the connection site. No further info was available regarding the connection issue. The pt was placed in the trendelenburg position and administered oxygen. Reportedly, the pt recovered and they were not hospitalized.